Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the customer reported having a loose connection during therapy which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during drain 2 of 4. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the patient became disconnected from the set due to a loose connection and then reconnected using proper aseptic technique. The technical service representative (tsr) explained the alarm to the hp and assisted the hp to clear the alarm. The tsr reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.